Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 537 mg/dl. Customer stated that he has been getting the button error since 3 am. Customer tried changing the battery but nothing changed. Customer treated with a manual injection. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.